Manufacturer narrative:
H6) a clinical analysis was performed. In summary, the provided log files were examined and no software anomalies were detected. Additionally, no errors or signs of excessive force applied to the surgical arm were found in the logs. The probable cause of the reported that the deviations experienced for s2 was a patient shift. Codes b01, c19, and d11 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the surgical team used the guidance system to install the s2 screw. The l5 screw was set up with a screw by using a free hand. The s2 screw dislodged into the pelvis when a computed tomography (CT) scan was taken. L5 also deviated, and the physician's opinion was that the patient's neurological symptoms after surgery were caused by the deviation of the l5 screw, not the s2 screw. The patient experienced health damage and the procedure was extended by less than one-hour. Additional information was received. It was reported that the patient experienced pain as a symptom. The trajectories for the s2 screw were deviated between 3.5 and 10 millimeters (mm). The trajectory deviation for the l5 screw was asked but unknown.

Manufacturer narrative:
A1-5: select patient information cannot be provided due to regional privacy regulations. H3, h6) no parts have returned to the manufacturer for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.